Event description:
It was reported that the user stopped seeing glucose levels on the ilet while dexcom g7 continuous glucose monitor (cgm) readings continued in the g7 app, consistent with an intermittent communication failure between the ilet and the cgm and implicating device components related to electrical, magnetic, and antenna functions. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 resulting in intermittent communication, with involvement of electrical/magnetic elements and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.